Event description:
Respiratory therapist could not adjust the oscillatory ventilator's mean pressure limit due to the control knob going past the mechanical stop. Therapist could not calibrate the patient circuit due to the control knob failure. Ventilator was exchanged and the new one was calibrated and therapy continued. This is a voluntary report as this is the second occurrence of this type.